Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: investigators observed power on reset events in the black box to support power loss. Battery cap does not tighten securely onto the pump and is not able to maintain electrical connection. A crack along the side of the battery compartment thread was found. The battery cap threads are stripped/damaged. Investigators were able to duplicate power loss. The pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.